Event description:
On 06/09/2025, an arthrex subsidiary employee reported via email that the ar-8717ds-0910 dynanite nitinol staple implant system had the drill bit stuck in the drill guide. The case was completed using another ar-8717ds-0910 dynanite nitinol staple implant system. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 06/23/2025: this event occurred in a four-corner fusion procedure on (B)(6) 2025. No delays were reported, and no additional anesthesia was required during the surgery. There were no instances of instrument or implant breakage, and therefore, no fragments needed to be retrieved. The patient did not experience any adverse effects or significant damage during or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the devices during use.